Event description:
It was reported that, during surgery inside the ortho-traumatology room, when the surgeon was using the "super tvac 90° ic wand" the medical team observed intense electrical flashes in and out of the patient as well as a malfunction of the pedal. There were no consequences for the patient, but there was a risk of burns. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation.there was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual evaluation shows dried blood/tissue and minimal electrode erosion. No manufacturing discrepancies observed. During functional evaluation, the wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.